Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and no further occurrences of the malfunction code were reported. The customer was advised to continue using the pump and to contact support if the issue recurred.